Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag which resulted in a leak. This was observed during priming of automated peritoneal dialysis (apd) therapy. It was further reported that solution leaked into the cassette door. The patient would contact their nurse. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.